Manufacturer narrative:
A medtech representative was present when event occurred. It was noted that the surgeon operating the robot did not release the vigilance device before the collision occurred with the plastic case on the rosa stand. Information regarding the use of the vigilance device to interrupt robot arm movement has been provided in the IFU rosa-041-2.5.8-c-en manuel d'utilisation rosa. The collision could have been avoided by release the button of the vigilance device. The communication error that occurred following the collision is normal device behaviour when collision is detected. The rosa device functioned as intended. The root cause is user error.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The robot experienced a communications error due to a collision with it¿s plastic covering while driving to a trajectory with the non-sterile pointer probe. Neither the robot, nor the patient experienced and shift or movement.